Event description:
It was reported that the implantable pulse generator (ipg) had an electrical reset. It was also noted that the patient was undergoing radiation therapy at the time of the reset. The ipg was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: product performance information was received, analyzed, and analysis found that a power on reset (por) occurred on (B)(6) 2012. The por severity is considered low as device should be able to recover fully after reset. (B)(4).